Event description:
A customer contacted baxter's technical service center to report having a hole in the pt line. The technical service representative (tsr) advised the home pt (hp) to start over with new supplies. The sample was discarded, per the customer. There was no pt injury or medical intervention reported.

Manufacturer narrative:
(B) (4). Sample unavailable, per the customer.